Manufacturer narrative:
An event regarding infection involving a scorpio insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot ID. There has been one other event for the reported sterile lot. Conclusions: minimal investigation was possible with the limited information provided. Further information such as x-rays, pathology reports, operative reports and medical follow-up notes are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time as no devices were received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of infected left knee (scorpio implant).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of infected left knee (scorpio implant).